Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Sixteen devices were received for evaluation; sixteen events were confirmed during testing. Nine devices were found to be affected by corrosion. Four devices were found to be affected by a foreign substance on the trigger assembly. Two devices were found to have trigger damage. One device was found to have a non-stryker repair. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device ran on. Fifteen reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.